Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 4 2022 for aortic serious injury events for the sapien 3 valve, and the event occurred more than 1 year post procedure. This report is for device thrombosis serious injury event for sapien 3 transcatheter heart valve. The age for this event is 76 years. The gender is as follows: female.

Manufacturer narrative:
During the review of the thv/tvt registry data, the event was found to have occurred outside of 12 months from the implant date. This report provides an event received from the data from thv/tvt registry and reports 1 device thrombosis event for the sapien 3 transcatheter heart valve in the aortic position. The 'time to event' (tte, in days) for this event was 390. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: 00690103194005, 00690103194340, 00690103194357 and 00690103194364. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv). Valve thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. H3 other text : summary reporting